Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes it was found that the tube body was broken and the specimen flowed out. The following information was provided by the initial reporter. The customer stated: ¿after centrifugation, it was found that the tube body was broken and the specimen flowed out.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes it was found that the tube body was broken and the specimen flowed out. The following information was provided by the initial reporter. The customer stated: ¿after centrifugation, it was found that the tube body was broken and the specimen flowed out.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked and damaged product was not observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of cracked and damaged product was not observed. In addition, ten (10) retention samples underwent functional testing and the reported defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode for cracked and damaged product. Bd was not able to identify a root cause for the indicated failure mode.